Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and the caller successfully started their sensor session without further issues.